Event description:
It was reported that during a device change out procedure, the pulse generator exhibited backup vvi operation after being exposed to electrocautery. Upon removing the device from the pocket, loss of pacing occurred after the device switched to unipolar pacing. The device was placed back into the pocket to regain pacing support. The device was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.